Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mildly tortuous proximal right coronary artery (rca). Pre-dilatation was performed using a 2.5x08mm unspecified balloon dilatation catheter (bdc). The 3.5x08 mm xience prime stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy. Additionally, resistance was met during withdrawal of the sds reportedly due to interactions with the patient's anatomy. There was reportedly no interaction of devices. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.0x08mm xience prime sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, a failure analysis could not be completed as the device was inadvertently discarded. A review of the lot history record revealed no non-conformances. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.